Manufacturer narrative:
Technical evaluation a technical evaluation of the devices involved in this event was not possible as one of them (nail code 60001468; MFR report 9680825-2024-00063) is currently in use by patient while the other two devices (locking screws code not communicated; MFR report 9680825-2024-00060) were discarded by the hospital and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the device currently in use becomes available. Conclusions a technical evaluation of the devices involved in this event was not possible as one of them (nail code 60001468; MFR report 9680825-2024-00063) is currently in use by patient while the other two devices (locking screws code not communicated; MFR report 9680825-2024-00060) were discarded by the hospital and therefore not available for the technical evaluation. A medical evaluation of the case was not performed as no information about patient conditions, medical procedure, diagnosis and x-ray images have been made available. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the problem complained. In case further information and/or the devices used are provided, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: antegrade femur. - surgery description: correction, lengthening. - patient's information: male. - problem observed during: into treatment/post-operative. - type of problem: device functional problem/clinical (patient) problem. - event description: "during postoperative care during the distraction phase the screws appears to have backed out of the proximal two screw positions, causing the fitbone to stop lengthening at the site and begin protruding out the proximal femur." The complaint report form also indicated: - the device failure had adverse effects on patient: loss of achieved correction. - the initial surgery was completed with the device. - the event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required following device failure: performed on (B)(6) 2024. - a medical intervention (outpatient clinic) is required following device failure: multiple dates of reassessment in clinic and will now require additional time with clinic visits for the correction lost. - copy of operative reports is not available. - copy of x-ray images is not available. - patient's current health condition: patient post op on ward. - note and comments: post op to be assessed this upcoming week. Further information received on october 18, 2024: -the nail is still implanted. - the screws were discarded after revision surgery. - xray imaging is not available as the patient was not consented for this. Further information received on november 6, 2024: - the fitbone nail from mr chambers that he tried to adjust a few weeks ago has stopped working. He is planning an adjustment / possible exchange of the nail on the (B)(6) at the (B)(6) hospital - device code and serial number: code (B)(6), serial number (B)(6) (please refer to MFR report 9680825-2024-00063). Further information received on december 6, 2024 about the scheduled patient reintervention: -this case was actually cancelled. The patient declined surgery and will be reassessed in 2025. If we end up revising the case in the future I will be sure to loop you in. No other information have been made available. Distributor ref: (B)(4). Manufacturer ref: (B)(4). MFR reports: 9680825-2024-00060 (locking screws) and 9680825-2024-00063 (nail).

Manufacturer narrative:
Technical evaluation the locking screws involved in this event were discarded by the hospital. A technical evaluation of the complained devices will not be possible. Orthofix has requested further information on the event such as: code and serial number of the fitbone nail implanted, code and batch number of the two locking screws which backed out, age of the patient, copy of the x-ray images. Unfortunately, this information has not yet made available. As soon as the results of the investigation are available, orthofix will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: on (B)(6) 2024 body part to which device was applied: antegrade femur surgery description: correction, lengthening patient's information: male problem observed during: into treatment/post-operative type of problem: device functional problem/clinical (patient) problem event description: "during postoperative care during the distraction phase the screws appears to have backed out of the proximal two screw positions, causing the fitbone to stop lengthening at the site and begin protruding out the proximal femur." The complaint report form also indicated: the device failure had adverse effects on patient: loss of achieved correction the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was required following device failure: performed on (B)(6) 2024 a medical intervention (outpatient clinic) is required following device failure: multiple dates of reassessment in clinic and will now require additional time with clinic visits for the correction lost. Copy of operative reports is not available, copy of x-ray images is not available, patient's current health condition: patient post op on ward, note and comments: post op to be assessed this upcoming week. Further information received on october 18, 2024: the nail is still implanted the screws were discarded after revision surgery xray imaging is not available as the patient was not consented for this. Manufacturer ref: (B)(4).